Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for deflation issues because the sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. The device history record (DHR) could not be reviewed due to the lot number being unknown. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Event description:
The user facility reported that the tr band device involved would self-deflate, resulting in bleeding at the access site. The band self-deflated during recovery and bleeding was observed. The estimated blood loss was less than 250cc's. The patient was stable and discharged. The outcome was successful. Additional information was received 08mar2023: it was reported that the self-deflated after it had been applied to the patient. The outcome was as desired. Additional information was received 17mar2023: it was reported that they began with 18-20 millimeters (ml) of air in the inflation syringe; however, no more than 18ml was injected into the balloon. It was unknown how long after the procedure that the tr band started to be deflated. Additional information was received 29mar2023: the band deflated; however, it held air long enough to achieve hemostasis. No hematoma formed. Manual compression was held to ensure bleeding stopped.

Manufacturer narrative:
Patient identifier, age/dob, sex, weight, ethnicity & race: requested, not provided. Date of event: requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Lot number: requested, unknown. Expiration date: unknown due to unknown lot number . UDI: unknown due to unknown lot number. Initial reporter occupation: x-ray tech. Device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.